Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was separated in two parts and became detached in an hour. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.